Event description:
The reporter states that the accu-chek curve strip expiration date is 09/30/2008. The electronic inventory system expiration date for the strips is 06/30/2008. No actions taken or treatment given based on event. No adverse event reported. New strips sent and return requested.